Manufacturer narrative:
After analyzing the returned photo, it was possible to verify that the needle was partially retracted. Confirmed: bd was able to confirm the complaint for the defect claimed. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot, therefore, we were unable to determine an exact root cause.

Event description:
It was reported that bd insyte autoguard shielded IV catheter exhibited needle retraction failure. No serious injury or medical intervention was reported.

Event description:
It was reported that bd insyte autoguard shielded IV catheter exhibited needle retraction failure. No serious injury or medical intervention was reported.

Manufacturer narrative:
Brand name: corrected to bd insyte autoguard shielded IV catheter.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte-n¿ autoguard¿ shielded IV catheter exhibited needle retraction failure. No serious injury or medical intervention was reported.